Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/31/2015 with the following findings: during investigation, there was visible moisture in the display. A leak test was performed and failed indicating a battery compartment leak. The pump was opened and there was moisture damage found throughout the pump. The pump failed to power on. Unrelated to the original complaint, the battery compartment was observed to be cracked along the side of the pump from the case seal to the bumper pad. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 09/01/2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture ingress in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.